Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that 250ml of heparin (25,000 units) was programmed to infuse within guardrails at 13.86ml/hr (18 units/kg/hr) with a vtbi of 225ml; however, the bag was noted to be empty after 30 minutes. The patient's aptt was greater than 249 at 18:25 and the heparin was placed on hold until the aptt was within desired range. On 10/24/2017 at 03:30, the heparin was resumed. The facility reporter reviewed the device logs and stated that the devices performed as designed and the nurse didn't know how to properly process the information from the devices, also stating, ¿the system gave her warnings that the IV tubing was not correct. The nurse kept trying to force one of the two pumps to work but actually had an ns bolus of 500ml to give at the same time as the heparin.¿ the facility's biomed director and the reporter feel the nurse was flustered and that the pump was not the source of the over infusion. There was no lasting harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Analysis of the pcu event log showed that two pump modules were attached to the pcu at the time of the reported event and the user programmed the same drug to infuse at the same parameters on both devices. At 3:09 pm on (B)(6) 2017, the user programmed an infusion of drugid 90 to infuse at 13.86ml/hr with a vtbi of 225ml on pump module s/n (B)(4). An unidentified malfunction occurred at 3:13 pm (logs for this device were not received) and the infusion was stopped. A few seconds later the user programmed the same drug (drugid 90) to infuse at the same parameters (13.86ml/hr with a vtbi of 225ml) on the second pump module, s/n (B)(4). Thirty-two seconds later, the device alarmed for patient side occlusion and the user restarted the infusion. At 4:12 pm, the user channeled the device off and the system was shut down and powered off. Between 4:15 pm and 4:16 pm, the system was powered on, however no infusions were started. The log shows that pump module s/n (B)(4) disconnected twice during this period and also alarmed multiple times for check IV set. The volume infused recorded during this period was 0.5ml for pump module s/n (B)(4) and 13.428ml for pump module s/n (B)(4). The root cause of the reported overinfusion was not identified. No device or sets were returned for investigation. No devices received, log review only.